Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro function, and generator interface boards, and the hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had error messages and missing images during a case. No patient injury was reported.